Event description:
The customer returned the telescope "oes elite", to olympus repair center for evaluation of reports of blurry image and a burnt distal end. The issue was found during reprocessing after an unknown diagnostic procedure. The procedure was completed with the same set of equipment. There was no delay, and no patient injury or harm has been reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the distal end was burnt, the image was blurry, and the tube was bent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.